Manufacturer narrative:
Citation: huchet et al. A comparative profitability analysis of transcatheter versus surgical aortic valve replacement in a high-volume french hospital. Health econ rev. 2019 feb 14;9(1):6. Doi: 10.1186/s13561-019-0223-0. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding analysis of transcatheter versus surgical aortic valve replacement. All data were collected from a single center between september 2014 and december 2015. The study population included 341 surgical aortic valve replacement (savr) patients (predominantly male, mean age 74.5 years) and 238 transcatheter aortic valve replacement (tavr) patients (predominantly female, mean age 81.8 years). For the 238 tavr patients, 49 were implanted with a medtronic evolut r bioprosthetic valves. No serial numbers were provided. Among the tavr patients, adverse events included: severe aortic regurgitation, disabling stroke, myocardial infarction, major vascular complications, permanent pacemaker implantation, and acute kidney injury. No additional adverse patient effects or product performance issues were reported.